Manufacturer narrative:
Additional information: d4-UDI visual investigation: the investigation was carried out visually. In the first step we investigated the hexagon of the screw. The hexagon of the screw exhibits heavy damages at the flanks. In the next step we investigated the bottom of the screw. Here we found the typically sickle shaped wear of a screw which was proper tightened over a correct placed rod. After that we checked the thread of the screw. The thread is in a proper condition. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that one similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
If additional information or investigation results become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with s4 set screw new version. According to the complaint description, the product thread slipped when locking the screw. It occurred during surgery, and the procedure was delayed for about 5 minutes. The malfunction had minimal impact to the patient. The screw was removed and replaced with another device. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4).